Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a 2.5cm kangaroo button with an unknown cardinal health item code and lot number was installed on (B)(6) 2024. The patient returned on may 8th, and it was noted that the balloon was deflated. The patient was self-sufficient, did the tests regularly with 6ml of water as indicated in the booklet. Before putting the new balloon, they did the test and after 1 hour the balloon had deflated by about 50% so they put a second one which also deflated after 1 hour. These balloons were 2cm with an unknown cardinal health item code and lot number. So finally they put a balloon from the company avanos and since then there has been no problem. No further information is available.